Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl with an unknown cause. Bg was treated via manual injection by the school nurse. No additional information provided regarding the issue and customer did not respond to follow up attempts.